Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. It was confirmed that there were motor error alarms in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.